Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the echelon 10 microcatheter ruptured after shaping. The patient was undergoing surgery for treatment of an aneurysm. The access vessel was the right femoral artery with an unknown diameter. It was noted the patient's vessel tortuosity was normal. It was reported that during the aneurysm surgery, the echelon 10 microcatheter was removed from its packaging and pre-shaped. After shaping, a rupture was discovered at the tip of the catheter. The microcatheter was then replaced, and the surgery was completed. The catheter was ruptured (intact) at the distal end with angio. There was no friction or difficulty during delivery. Aside from the rupture, there was no other damage to the catheter. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The injection rate is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event was not determined. The aneurysm has not ruptured, and the shape and size were not disclosed by the clinic. The results after the angiography were also not provided.

Manufacturer narrative:
H2/h3: product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch; within opened echelon-10 micro catheter inner pouch and within a dispenser track. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.5cm. The echelon-10 usable length was measured to be ~147.6cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be kinked at ~143.2cm and at ~131.8cm from distal tip. The distal tip was noted to be pre-shaped and additionally shaped. The distal tip was found to be punctured at the proximal edge of the distal marker band. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water and exited from the puncture and distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter ruptured with angio¿ was unable to be confirmed as the catheter body was found to be punctured and not ruptured. In this event, user error likely contributed to the event as it was reported the echelon-10 micro catheter tip was shaped prior to noticing the damage at distal tip. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.